Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 80% stenosed lesion was located in the non calcified and non tortuous mid right coronary. The lesion was predilated with a 2.5x15mm maverick2 balloon. The 2.75x16mm liberte' bare metal stent was unpacked and visually inspected. The device was flushed, loaded onto the guide wire and advanced toward the vessel. As the stent delivery system was advanced, the shaft broke. The device was removed from the pt and the procedure was completed with another liberte' stent. No pt complications occurred. Pt status is satisfactory.